Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
This complaint is MDR reportable. It was reported before use of the bd angiocath¿ IV catheter that droplet like foreign particles were found on the surface of the catheter. There was no report of injury or medical intervention.